Manufacturer narrative:
A follow-up report will be filed if more information becomes available.

Event description:
It was reported that in 2007, patient was transferred to facility due to a cardiac arrest. He arrived in cath lab with a temporary pacemaker, on a ventilator, and pressors. While in cath lab, md inserted sheath. After iab was in place, his pressures improved. Patient was transferred to ICU. Nineteen hours later, pump alarmed helium loss & there was blood in line. Iab was removed. Patient was on multiple vaso pressors. A new iab was not needed. Cath lab insists that patient did not have a tortuous anatomy. X-rays were taken after insertion & after removal. X-ray findings were described as "placement is normal". Strips were generated; however, they are not available for review. There were no reported patient complications.